Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient's infusion device had displayed e4 (occlusion error). The patient's blood glucose level was elevated to over 400 mg/dl and she experienced vomiting. The patient was taken to the hospital. At the hospital she was diagnosed with positive ketones and diabetic ketoacidosis. The infusion device was not requested to be returned for product evaluation.